Event description:
This report summarizes 47 malfunction events where a midwest e plus handpiece overheated. In 8 events, patients had a minor burn and did not require intervention. In 28 events, no injury resulted. In 11 events, the outcome is unknown despite follow-up.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 47 of 47 devices were returned for evaluation. Evaluation of 1 device found it to be within specification. Evaluation of 4 devices found excessive wear due to a lack of proper maintenance and lubrication. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 13 devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 3 devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 22 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 4 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did heat up during evaluation. The devices were repaired and returned to the customers.